Event description:
It was reported that the compressor mini displayed a "low pressure" alarm. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer confirmed the low pressure error on the display. He found that the compressor motor was not engaging and replaced the compressor assembly (the compressor/motor unit). The compressor passed functional and safety tests per factory specifications before it was returned to service. A visual inspection of the returned 115 v compressor/motor unit did not show any faults or damages to it. Instead it was very clean. Resistance measurement of the returned motor capacitor and the motor winding indicated that the compressor motor was functional. The returned compressor/motor unit was tested standalone in a test bench. When it was connected to the mains inlet, it started to run and compressed air was generated. This was tried more than 10 times without any problems encountered. The compressor rotor could easily be turned around manually, no unusual sound was heard and no odor was perceived. If the compressor cannot deliver enough air pressure, alarms for low air supply pressure and high o2 concentration may appear. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion in this matter is that the returned compressor/motor unit worked without remark when tested in the test bench during the investigation.

Event description:
(B)(4).